Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic handpiece was overheated. Procedure details and patient impact have not been provided. Additional information has been requested, none has been received till date.

Manufacturer narrative:
Additional information provided in sections h.6, and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The handpiece (hp) was returned for testing. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The hp was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. The returned handpiece was connected to a calibrated resistance test box and failed the resistance test and dissipation test. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. During the burn-in test, the temperature of the hp was measured and was found to be out of specifications. The cable jacket was stripped near the connector strain relief revealing damaged wires. The root cause of the reported event can be attributed to damaged wires within the cable jacket near the connector strain relief. However, how or when the wires were damaged remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).